Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patients ipg would not hold its charge after having a non-device related surgery wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the sc-1132 sn: (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg would not hold its charge after having a non-device related surgery wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).